Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of patients developed an abscess/abscess wherein seprafilm was used. The events allegedly occurred when seprafilm was applied to the anterior uterine wall under the incision area during cesarean sections. While no medical or surgical intervention was reported these events likely required surgical intervention in order to preclude permanent impairment of a body function or permanent damage to a body structure. No further information was available at the time of this report.